Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a driveline power fault. Patient was in the hospital after an elective driveline debridement and revision procedure and that there was no infection. The log files were submitted for review. The event log files recorded a driveline power fault b alarm on 01may2026 though the motor function was not affected by the event. It was later communicated that the system controller and modular cable were exchanged. The alarms resolved with the exchange.